Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the coating of the grasping section was partially missing. The ptfe pad of the subject device was worn. Omsc checked the probe, with no irregularities noted. When we closed the grasping section and activated seal mode, short circuit error was not reproduced. The manufacturing history was reviewed, with no irregularities noted. These types of the coating damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the grasping section was damaged when the user scraped a tissue or a coagulum on the grasping section with a hard object. In this case, seal & cut short circuit error might occur since the user activated the subject device in liquid of the abdominal cavity. Also it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; a) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. B) do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. C) when a body fluid or tissue is present on the grasping section, probe tip or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues.

Event description:
During a procedure of a laparoscopic assisted distal gastrectomy, the subject device was used. In the procedure, seal & cut short circuit error occurred and the ptfe pad of the subject device was worn. The procedure was completed with a different device. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the ptfe pad was worn but the metal part of the grasping section was not exposed on (B)(6) 2017. And then, it was found the coating of the grasping section was partially missing. No injury to the patient was reported.